Event description:
A 3.5mm diameter by 24mm length s670 stent delivery system was inserted to treat a 99% severely calcified lesion in the right coronary artery. The right coronary artery was acutely angled off of the aorta. The lesion was pre-dilated with a 2.0mm ptca balloon, then two stents from another manufacturer were inserted but were unable to cross the lesion. The s670 was then inserted, but it also was unable to advance to the target lesion site. Upon removal, the stent dislodged from the stent delivery system at the femoral sheath. Attempts to remove the stent with a snare device were unsuccessful. The stent subsequently dislodged into the patient's vascular profunda. There were no further attempts to retrieve the stent and no further treatment to the target lesion. The pt was reported to be stable post procedure and there was no additional clinical sequelae reported related to the event. The vessel angulation, calcification, and no 1:1 pre-dilatation likely contributed to the stent's failure to cross the lesion and the stent dislodgement.